Event description:
Information received indicates the left intermediate siderail is not latching properly.

Manufacturer narrative:
The technician found the spring latch on center arm assembly in not moving. The technician removed and cleaned the left center arm assembly and replaced the latch spring to repair the bed.